Event description:
The customer questioned "multiple" free thyroxine (ft4) results when compared with normal tsh results. Ft4 results of "80, 90 and >100" were provided. "Some" of the erroneous ft4 results were reported outside of the laboratory. The initial ft4 results have been repeated by the customer and the results are now "normal." The actual results, number of patients affected, and which results were reported outside of the laboratory was requested but has not been provided. It is not known if any patients were adversely affected. This information has been requested. The modular e module serial number was (B)(4). The last measuring cell change was in (B)(6) 2014. Based on analyzer performance testing completed on (B)(4) 2015, a measuring cell was replaced.

Manufacturer narrative:
Date of event was clarified to be (B)(6) 2015. Clarification was received that 13 patient samples were affected. Ft4 results for all 13 samples were erroneous. All the initial results were reported outside of the laboratory. The repeat tests were performed on (B)(6) 2015. Patient 2 had their eltroxin withheld for the weekend of (B)(6) 2015. It is not known if any adverse event occurred due to this. Calibration results were acceptable. On (B)(6) 2015, quality controls were not within the acceptable range. A specific root cause could not be identified. A general reagent issue can most likely be excluded. The most likely root causes are an instrument related problem (measuring cell), a preanalytical issue (number of inversions is not known) or a sample measurement issue after failed quality controls. The customer has indicated there have been no further issues since the measuring cell was replaced.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.